Event description:
Customer reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the cartridge and resumed insulin use.